Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery needs to be replaced to address the issue. No repairs performed. The unit will be scrapped.

Manufacturer narrative:
Previously reported by the manufacturer: a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center a "service required" code was found in the ventilator's downloaded error log. The device's internal battery needs to be replaced to address the issue. No repairs performed. The unit will be scrapped. Correction-additional information not previously reported: this notification was opened for review due to a trilogy 100 ventilator was returned to the manufacturer for foam replacement per field action: c&r 2021-05-06. The device was remediated and powered on and operated as it should. A final report is being filed at this time.